Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 2.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient was in for a refill today and they were expecting 2.5 ml, but the pump was empty. They thought the pump had been empty for about 2 weeks based on what the patient told them. Per the hcp, there were no issues at the most recent refill, so they did not believe there had been a partial pocket fill. They wanted to reduce the dose in preparation for replacing the pump but could not go lower than 0.4 mg/day. The option to program the pump to minimum rate mode was discussed and the instructions for doing so were provided to the hcp. Additional information was received the next day from a nurse who reported that at the refill yesterday ((B)(6) 2021) the expected reservoir volume was 3 ml, and the actual reservoir volume was 0 ml. Per the nurse, they continued with the refill under fluoro and the patient was discharged. The patient then went home and ended up in the ER (emergency room) with decreased responsiveness/sedated and the pump was programmed to minimum rate mode. Per the nurse, the pump was overinfusing. The patient continued to have symptoms and they were giving him narcan. When asked if they had aspirated the pump reservoir to confirm the volume, the nurse stated, they know they were in the pump and they had not aspirated the pump at this time. Per the nurse, the physician wanted the pump off passcode to turn the pump off. The permanence of doing so was discussed; the passcode was given; and the nurse programmed the pump to off state.